Event description:
Same case as manufacturer's #s: 6000093-2004-00506 and 6000089-2004-00618.it was reported that during a coronary drug eluting stenting procedure, a dissection occurred followed by crossing and removal difficulties. The patient was brought to the cath lab in "unstable" condition on an urgent basis. A temporary pacemaker wire was advanced into the right ventricle. The patient developed hemodynamically stable, wide complex tachycardia. They were given adenosine and amiodarone and were ultimately cardioverted with a single shock to sinus rhythm with episodes of non-sustained ventricular tachycardia. Their cognitive function and hemodynamic stability were regained. Following intravascular ultrasound, the physician performed rotational atherectomy with a 1.75 mm burr at 160,000 rpms in the 360 degree circumferential dense calcification in the lad. He then wired the left circumflex and deployed a taxus express2 2.75 x 28 mm drug eluting stent in the proximal-mid lad. A distal edge dissection was noted. The physician attempted to repair the dissection with a taxus express2 2.5 x 8 mm drug eluting stent but he could not advance this stent through the previously placed taxus stent to the site. He was unable to retrieve this stent and when he noted that the delivery device was beginning to stretch, he deployed the second taxus stent within the previously deployed taxus stent, upsizing with a 3.0 mm balloon. He deployed a pixel 2.25 x 13 mm bare metal stent overlapping the previously placed taxus stent to repair the dissection. There was no residual stenosis. The terminal 95% left main, ostial lad and ostial circumflex lesions were then simultaneously dilated with 3.0 balloons and "kissing" taxus express2 3.0 x 20 mm drug eluting stents were deployed in the lm extending into the branches. However, following deflation, the circumflex delivery catheter became entrapped in the taxus stent and could not be retrieved. With strong traction, the delivery device catheter broke and the balloon segment was retained in the left main coronary artery. The physician retrieved the segment intact with a 4.0 mm gooseneck snare. He had hoped to create a "double barrel" lm stent arrangement but could not deliver a post dilation balloon into the lad. The physician converted to a "crush" technique, dilating the circumflex lesion thereby crushing the lad stent. The lad was rewired and simultaneous inflations in the lad and circumflex with 2.5 mm and 3.0 mm balloons, then with 2.5 mm (lad) and 4.0 mm (lm) balloons were performed. There was no residual stenosis noted. The patient received an abciximab infusion during the procedure. Aspirin 81 mg and clopidogrel were to be given indefinitely. The patient was transferred to the coronary care unit for ongoing critical care.